Event description:
This complaint is now reportable based on the analysis completed in late 2008. It was reported that during post dilatation of coronary artery drug eluting stenting treatment procedure, the angioplasty balloon would not inflate. The physician was attempting to post dilate an unknown stent in the left anterior descending artery with a maverick2 monorail 2.50 x 15 mm, however, it was reported that the balloon "was unable to inflate at all". No patient injuries or complications were reported. The patient condition was reported as "no problem". However, the returned product confirmed that there was pinhole in the balloon.

Manufacturer narrative:
A detailed device analysis noted that the condition of the returned device was consistent with the complaint incident. A visual examination of the returned device found that the hypotube was kinked at 54.5 cm distal to the strain relief. The kinks that were present on the device are consistent with excessive force applied to the shaft. A visual examination of the balloon found no tears. The device was attached to a inflation unit and during attempts to inflate the balloon, a pinhole leak was noted over the distal edge of the proximal marker band and the proximal edge of the distal marker band. As a result of the pinholes, the balloon could not maintain pressure. A review of the manufacturing documentation for this batch found that the device met specifications. The most probable root cause classification for this event will be that of operational context.